Event description:
It was reported that the patient presented in the emergency room with chest pain and shortness of breath. The patient was diagnosed with acute pericarditis and suspected to cause by lead revision. Test results were negative and the patient was treated pharmacologically. The patient was stable and discharged.

Manufacturer narrative:
(B)(4).